Event description:
According to the reporter: procedure: bowel resection. After the second firing of the device, the scrub tech noticed that the knife blade was stuck in the center of the fired stapler cartridge. The cartridge was removed but during use, the firing knob would not advance and remained in the locked position. Another stapler was used to complete the anastomosis but the bowel was traumatized, and excess tissue was cut off to resolve the issue. The patient is okay but the surgery time was extended by more than 30 to 45 mins.